Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014.

Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.